Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for complex regional pain syndrome type I. It was reported that the patient notices static electricity build up and fading stimulation where the patient had to increase stimulation starting in (B)(6) of 2016. The patient noted that this was the same sensation as her previous device before it was replaced. The electrode impedance tested at 3 volts/450 pulse width was all within normal limits between 477 ¿ 1200 ohms. There were no falls/traumas reported related to this issue. The capacity used was 35/70%. The implantable neurostimulator voltage was 2.64volts, and the stimulation was off when the manufacturer representative had seen the patient. The impedances showed nothing of concern; however the patient is getting a replacement implantable neurostimulator and is scheduling a surgery for as soon as possible. The patient¿s medical history includes cataract surgery in (B)(6) of 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.